Manufacturer narrative:
Four reciproc files r25 8/100 25mm 025 were returned in loose. Two of the files are broken in the active part (uncertain conditions; torque). A third file is untwisted with unwinding at the tip of the active part (torque + fatigue). No material defect was found during analysis of the rupture patterns or damaged area. We note that these three files have their cutting edges which are strongly worn out. Fourth file has no damage and shows no sign of use. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch#: 1900026). Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available.

Event description:
In this event it is reported that 2 reciproc files 6x file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.